Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas alleging a temperature issue with moisture ingress to the pump without damage. There was no indication that this issue caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04-mar-2019 with the following findings: a review of the pump black box and download history showed no activity related to a temperature issue; no drop in voltage readings was observed. A leak test was performed and found leaks at the battery compartment. The pump powered on and was exercised for 12 hours with no warnings, overheating, or power loss duplicated. The pump electrical current draws were within specification. The pump¿s cover was removed and no evidence of internal moisture was observed. The complaint of a temperature issue was not duplicated during investigation. Moisture ingress was confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.